Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of being hospitalized for high blood glucose of an unknown level. Customer indicated that the cannula may have been kinked and has a doctor appointment soon and will speak to them regarding the pump. No further details given.